Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent thrombosis occurred and the patient died. The de novo target lesion was located in the left circumflex coronary artery. A 20 x 3.00mm promus premier drug-eluting stent was implanted for treatment. However, it was noted that stent thrombosis occurred at the end of the percutaneous coronary intervention and the patient died in the catheter lab.